Manufacturer narrative:
Internal complaint reference case: (B)(4).

Event description:
It was reported that during an acl procedure, when the screw was screwed into the tibial drilling channel, the screw suddenly broke in several parts. The screw parts were removed from patient. A backup device was available to complete the procedure. No significant delay and no patient complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10: the device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection found that the device was returned in original packaging. The anchor was fragmented into several parts. A review of the device records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. A review of risk management files found that the reported failure was documented appropriately. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. The complaint was confirmed. Factors that could have contributed to the reported event include an impact event inconsistent with normal use. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during an acl procedure, the screw broke into several parts upon insertion into the tibial drilling channel. The broken pieces were removed from patient. A backup device was available to complete the procedure. No significant delay and no patient complications were reported.